Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump that does not turn on was confirmed and reproduced. The cause of the reported condition was determined to be a defective power supply printed circuit board (pcb) and a depleted main battery. The power supply pcb and main battery were replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.